Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager was failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer found that the smart remote was not sensing properly and was falling off the side of the fridge. All tape was removed and reapplied, and the assembly was realigned with the hasp and adjusted. The latch connection was checked, cleaned, tightened, greased, and reseated. The customer was able to access the fridge and perform medication counts without any errors. The system functioned as intended after the field service engineer repaired the device.